Event description:
During follow-up, post paced t-wave oversensing was observed due to fusion. Abbott technical support was contacted and recommended reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.